Event description:
It was reported that during use there was leakage from the connection point between the catheter tube and the bag connector. After the correct insertion of the catheter, fecal material leaked from the connection point between the catheter tube and the bag connector, causing environmental contamination and operator's exposure to biological material. No medical intervention required.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation instructions for use were reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. The initial reporter's phone number: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number:(B)(4). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use there was leakage from the connection point between the catheter tube and the bag connector. After the correct insertion of the catheter, fecal material leaked from the connection point between the catheter tube and the bag connector, causing environmental contamination and operator's exposure to biological material.